Event description:
The device burned through the insulation on the hand piece at a connection point. Patient was burned at the areola. During surgery, the dr. Noticed the smell of burning plastic. A burn 5mm x 5mm superficial partial thickness burn on the patients right breast. The burn occurred while using the force triverse hand piece with an insulated bovie tip.====================== health professional's impression======================dark spot on bovie tip at seamline was where current possibly leaked out and burned through. This area is blackened. This area is seated inside the triverse when connected.